Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: implant date - implanted in 2002, exact date not known.

Event description:
It was reported that patient underwent total hip arthroplasty in 2002. Subsequently, patient was revised (B)(6) 2013 due to polyethylene liner wear. Liner and modular head components were removed and replaced.